Manufacturer narrative:
Ebr submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Ebr has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, ebr, or its employees that the device, ebr, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
During the unscheduled follow-up on (B)(6) 2026, wise crt system interrogation demonstrated intermittent and posture-dependent electrode tracking. No electrode tracking was observed while the patient was supine, preventing threshold testing in that position. Intermittent tracking and biv capture were only achieved when the patient was sitting or standing and leaning forward slightly. Optimization steps were performed according to the tracking optimization workflow, and tracking showed minor improvement when the patient exhaled or held their breath but remained inconsistent overall. Despite the intermittent tracking, no adverse patient symptoms or device-related complications were reported during the evaluation. Additional follow-up with the representative confirmed no system alerts were observed, and the patient remains asymptomatic. The patient is scheduled for a routine cardiology follow-up in the coming months, where the device will be reassessed. No additional information was provided.

Manufacturer narrative:
The investigation for this case remains ongoing and has not yet been completed. A supplemental report will be submitted once the investigation is finalized and results become available.